Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's implantable cardioverter defibrillator presented in backup mode. The clinician was unable to reach the patient. No action had been taken. The patient's status is unknown.